Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The device was being used for the stapling of the stomach. There were no issues loading or unloading the device and the stapler was able to fire. However, the distal end of the staple line was incomplete and there was poor staple formation. Medical or surgical intervention was needed to prevent a permanent impairment of a function. The incomplete staple line was transected using a non-reinforced reload, re-stapled, and then over-sewed. There was tissue damage but no unanticipated tissue loss. The intervention added an additional twenty to forty minutes to the procedure time.the hospital stay of the patient has not been extended due to the extended time. There was no additional blood loss and the incision was not extended. The patient status is alive, no injury.